Event description:
The lay user/patient contacted lifescan alleging the meter was reverting to the set up mode. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that during an unknown procedure they were experiencing leaking issue between the housing and the seal cap and losing pneumo. They were unable to have visibility during the case and used 2 additional devices to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (b) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Batch # g9k70v; mfg date: 5/26/2010; exp date 4/26/2015. The batch record was reviewed and no anomalies were noted during the manufacturing process.